Manufacturer narrative:
Evaluation summary: the complaint has been confirmed. The generator's main pcb (printed circuit board) was replaced to correct the issue. After servicing, the unit passed all electrical safety and qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that prior to an unknown procedure, and after getting power, the generator alarmed and displayed error code 1. It was not used on a pt.